Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 250 mg/dl at the time of incident. The customer's other blood glucose level was 300 to 400 mg/dl, after gave her bolus 2.05 unit blood glucose was 256 mg/dl and 208 mg/dl. The customer treated high blood glucose with food, carbohydrate and insulin. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.